Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Consumer alleges that while using her unit the speed went from 1 to 4 causing her to run into a door. She then super glued her controller. Approximately 2 weeks later while in her unit, the unit allegedly had the same issue causing her to run into her desk and injuring her leg.